Event description:
It was reported that unknown bd cathena and neoflon material no: unknown batch no: unknown catheter / needle clogged / occluded it was reported that clinician and/or any patients have encountered catheter occlusion while using the bd cathena¿ safety IV catheter with bd multiguard¿ technology ¿ straight. Verbatim: clinician experienced: -catheter occlusion -resulted in removal of the bd cathena¿ safety IV catheter please see attached excel sheet for additional information.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. B3. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.